Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were lifted and bunched proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-jan-2021. It was reported that crossing difficulties were encountered. A 4.00 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.